Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false negative result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal swab . Repeat testing was not performed . Unknown confirmation testing was performed at urgent care ( sample type not provided) generated positive result. The customer stated the patient was symptomatic. No additional patient information, was provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was a delay or impact in the patient's treatment, the patient had to go to urgent the next morning because their symptoms persisted.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m156266 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m156266 , test base part number 190-430 / lot: m156266 . The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m156266 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine an assignable root cause as the logfiles were not provided for investigation, however substances in the sample itself may have interfered with the reaction.